Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that at the beginning of navigation of the catheter, the tip of apollo dislodged spontaneously. The patient was undergoing embolization procedure of an arteriovenous malformation (avm). It was reported that before onyx injection the tip of the apollo detached outside the patient. No patient complications were reported.

Manufacturer narrative:
The microcatheter was returned for analysis. No issues were found with the microcatheter hub. No bends or kinks were found with the microcatheter shaft. The 1.5cm tip was found to be detached from the microcatheter. The detached tip was not returned. The reason for not returning was not provided. No other anomalies were observed. Based on the device analysis and the reported information, the report of tip detachment was confirmed, as the detachable tip was found to be detached from the microcatheter. However, the cause for the detachment could not be confirmed. It is possible the tip became damaged or weakened during handling subsequently causing the tip to detach. The detached tip was not returned for analysis; therefore, any contributing factors could not be assessed. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the our device¿s instructions for use (IFU): ¿inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.